Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net with episodes of right ventricular lead oversensing. The physician elected to continue to monitor the lead remotely. There were no adverse consequences to the patient.